Event description:
Initial surgery occurred on approx (B)(6) 2013 involving a two level acdf at c4-c6. On (B)(6) 2013, pt underwent revision surgery to remove one superior screw was removed and was replaced with a rescue screw. The other five screw remained intact. Pt did not sustain a fall or trauma related to screw back out. Pt activity level during the two and a half months is also unk. It is unk if the pt was otherwise compliant with post operative care. Pt was reportedly asymptomatic during this time and following revision surgery, pt is currently doing fine.

Manufacturer narrative:
(B)(4). Radiographs confirmed that one superior screw back out. Revision surgery occurred on (B)(6) 2013 in which the screw was removed and another screw was placed. Explanted screw was returned to nuvasive for eval. Screw met design requirements and performed to specifications. Info suggests that union had not occurred at the time of the back out. Based on the duration to event also suggests that there might be a failure of the bone screw to osseointegrate, resulting in the screw back out. Pt activity at the time of the event is unk, but may have caused or contributed to the event. The root cause of the failure remains unk. Review of labeling notes: warnings, cautions and precautions, "...potential risks identified with the use of this device sys, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "...loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."